Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 50mg/dl and treated with glucose. Troubleshooting provided customer with assistance with the low suspend on their pump. It was found that the suspend feature was not set up. No further assistance was necessary.